Event description:
Medtronic received information that during the implant of this bioprosthetic aortic root valve, as the surgeon sutured the high part of the full root, the tissue tore down to the ring. It was reported that this was a very complicated reoperation (physician stated 5% chance of survival), and the patient later died for reasons not caused by the valve. The valve was not explanted and there was no report that an autopsy was performed.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. It was reported that the patient died from other health issues, not related to the valve. (B)(6). (B)(4).